Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not re-open while applied to tissue. It is unknown how the device was removed from the tissue. There was no injury to the patient. A second device was opened and used to complete the procedure. There is no further information available from the customer.